Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had audio or beep anomaly and received a low battery alarm. Customer's blood glucose value was 276 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that they did hear beeps when audio volume settings were saved. The customer stated that they did not hear the differences between the two audio beep volume 1 and volume 5. The customer was advised to revert to back up plan. The device will not be returned for analysis.